Event description:
It was reported that a user of the original ilet pump experienced repeated hypoglycemia in the morning and afternoon, including an event with a documented low blood glucose of 57 mg/dl that resolved after oral glucose, and also reported difficulty reading the screen at night; the user was not using meal announcements at lunch, which was identified during troubleshooting as a likely contributor to postprandial insulin intensification and subsequent lows. Symptoms included hypoglycemia with associated low and urgent low alerts but no need for assistance, no medical intervention, and no immediate health effects. Outcomes included self-treatment with oral glucose and return to glucose range without hospitalization. Investigation included complaint handling, user interview, and user education on device use, including use of the backlight and the meal announcement feature, and guidance to pause or disconnect the pump during exercise due to the lack of an exercise mode. Investigation of this case revealed user technique and use-pattern issues, specifically omission of meal announcements and exercise management practices, consistent with inappropriate dosing relative to carbohydrate intake rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement omission and exercise management, with device function within specification. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.